Event description:
The manufacturer received information alleging an obstruction alarm along with tidal volume and min ventilation displaying 0. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reporting receiving information alleging an obstruction alarm along with tidal volume and min ventilation displaying 0. The device was received and evaluated by the manufacturer. Review of the log files showed no reportable events. Therefore, based on available information the event is assessed as not reportable at this time.